Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted images appear to display broken vertebral implant and driver.

Event description:
Pre-op diagnosis: degenerative lumbar spine disc disease procedure: transforaminal lumbar interbody fusion levels: l4-5 it was reported that during surgery, distal tip of cage got stuck against patient bony surface upon attempted insertion. The expandable piece broke off upon forcing the device. Whether any fragment of cage remained inside the patient or not was unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.